Event description:
The customer reported having unexplained high blood glucose values, and being unsure if the insulin pump was actually delivering insulin properly. The customer was unable to complete high blood glucose troubleshooting without a tubing clamp, so a tubing clamp was sent to the customer, as well as a replacement infusion set. Customer was advised to call the helpline back after receiving the tubing clamp to complete troubleshooting. The customer's reported blood glucose value at the time of the phone call was 132 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.